Event description:
It was reported that during implant attempt, upon attaching the rv (right ventricular) lead to the header, noise and pacing inhibition were noted. The lead was disconnected and retested via the analyzer, with measurements found to be within normal limits. Upon reattaching the lead, noise and pacing inhibition were again noted. The setscrew was backed out and then retorqued, but without improvement. The lead pin was visibly noted to be fully inserted into the header. The device was not used and another device was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.